Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is rebooting. There was no patient involvement.

Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report and that the firm was not required to initiate action to prevent an unreasonable risk of substantial harm.